Manufacturer narrative:
Batch review performed on 30 august 2019. Lot 189399: (B)(4) items manufactured and released on 25-jan-2019. Expiration date: 2024-01-09. No anomalies found related to the problem. To date, (B)(4) item of the same lot have been already sold.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the tibial insert almost 1 month after primary. The surgery was completed successfully.